Manufacturer narrative:
The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of the surgical lights - powerled 500. The customer's allegation was that the handles on the lamp could not be used because some parts were defective. After getinge's on-site service visit it was stated that the locking pin on the operating light needed to be re-fixed, the locking clip had become loose from the handle mount, which was why the sterile handle could no longer be locked. The circumstances of the issue created a risk for handle detachment. There was no injury reported, however, we decided to report the issue in the abundance of caution as any parts or particles falling off into the sterile field or during the procedure may cause contamination or serious injury. The locking pin was re-fixed and the device returned to usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way, the device contributed to the event. It is unknown if claimed devices were or were not being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed by subject matter expert at manufacturer¿s. The sterilizable handle fall is due to locking mechanism disengagement. Two possible causes have been identified: first cause: wrong positioning of the circlip in its slot. Second cause: breakage of the circlip because of oxidation. The first cause can be ruled out because since november 2012 circlip assembly operation is checked at 100% at the supplier. The second cause (circlip breakage because of oxidation) is then the most probable root cause. The curative and preventive action plan n° 2015-06 has been initiated to identify the reason of this oxidation. Then, it has been decided to improve the current circlip material stainless steel a2 by stainless steel a4 more resistant to chemicals. The 2 test batches sent in brazil and germany and the salt spray tests made in laboratory prove that circlips made in stainless steel a4 solve the oxidation troubles. According to this result, the modification has been applied in our production line since 09th november 2017. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Event site telephone: (B)(6). Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 18th july, 2023 getinge became aware of an issue with one of surgical lights - powerled 500. The customer allegation was that handles on the lamp could not be used because some parts were defective. After getinge's on-site service visit it was stated that the locking pin on the operating light needed to be re-fixed, the locking clip had become loose from the handle mount, which was why the sterile handle could no longer be locked. The circumstances of the issue created a risk for handle detachment. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.